Manufacturer narrative:
E1 reporting institution name: (B)(6) hospital. Reporting address line 1: (B)(6). Reporting address state: (B)(6). Reporting address postal: (B)(6). Reporting institution phone number: (B)(6). Reporter phone number: (B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that the power cable buckle was damaged, and the device was not turning on. It was reported that there was no patient involvement at the time the issue was discovered. The customer reported to the remote service engineer (rse) that the power cable buckle was damaged, and the device was not turning on. An authorized service provider (asp) engineer was dispatched onsite to evaluate and repair the device. Upon arrival, the asp engineer confirmed the reported issue and found that the cable retention was damaged. The asp engineer reinserted the power cable to power on the device and perform a startup test, but the fault persisted. The asp therefore replaced the power cord retainer to ensure that the power cord was properly seated and verified that the device was returned to full functionality. The device passed required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.